Event description:
It was reported to philips that the system's image processing computer was unable to boot, preventing imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing diagnosis for coronary procedure. The procedure was delayed by 20-30 minute and completed by using portable xray unit at the time of event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system's image processing computer was unable to boot, preventing fluoroscopy. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and consulted with nss and was advised to implement philips field safety corrective action. Fse replaced the disk bays and dimms, but the system remained non-functional, with both fluoroscopy and x-ray capabilities unavailable and the ippc continued to show no sign of recovery and failed to boot the hard drives even after installing a new disk bay. To resolve the issue, the fse replaced the ippc and hard drives, and reloaded the system software. The defective part was sent for analysis, for ippc malfunction was observed, failed component was found to be the hdd bay, failure mode was found to be failed to detect hard drives, sata cables were found unplugged. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.